Manufacturer narrative:
Weight:unknown, ethinicity:unknown, race: unknown. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.00/1.5/092 (phere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2021. This resolved the problem.cause of the event is reported as unknown.